Event description:
It was reported that this pacemaker was part of system revision due to impaired healing and a pocket infection. Reportedly, the patient had a transesophageal echocardiogram (tee). A pocket debridement was performed, and the explanted pacemaker was reused for a temporary pacing system. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to impaired healing and a pocket infection. Reportedly, the patient had a transesophageal echocardiogram (tee). A pocket debridement was performed, and the explanted pacemaker was reused for a temporary pacing system. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The pacemaker was explanted.